Event description:
They unravel - tampax [device breakage] case narrative: consumer reported via r&r that the tampons unravel. No injury was reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.